Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5077011) on 14-may-2018. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of inflammatory bowel disease ('bad flare up in intestine'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On(B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), menstrual disorder ("horrible cycles but now no cycles"), adnexa uteri pain ("ovary pain"), muscle spasms ("leg cramp"), erythema ("reddish on face"), arthralgia ("joint pain"), fatigue ("fatigue") and depression ("depression"), 10 months 18 days after insertion of essure. In 2012, the patient experienced inflammatory bowel disease (seriousness criterion hospitalization). On an unknown date, the patient experienced diverticulitis ("diverticulitis") and restless legs syndrome ("restless"). The patient was hospitalized for 3 days sometime in 2012. At the time of the report, the pelvic pain, genital haemorrhage, back pain, menstrual disorder, adnexa uteri pain, muscle spasms, erythema, arthralgia, fatigue, depression, diverticulitis and restless legs syndrome outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, arthralgia, back pain, depression, erythema, fatigue, genital haemorrhage, inflammatory bowel disease, menstrual disorder, muscle spasms and pelvic pain with essure. The reporter considered diverticulitis and restless legs syndrome to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hepatic enzyme - in 2015: results: positive. Diagnostic results: ??-???-2015 - ana test - positive . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new leg, event restless leg were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This case was initially received via regulatory authority (reference number: mw5077011) on 14-may-2018. The most recent information was received on 20-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of inflammatory bowel disease ('bad flare up in intestine'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), menstrual disorder ("horrible cycles but now no cycles"), adnexa uteri pain ("ovary pain"), muscle spasms ("leg cramp"), erythema ("reddish on face"), arthralgia ("joint pain"), fatigue ("fatigue") and depression ("depression"), (B)(6) after insertion of essure. In 2012, the patient experienced inflammatory bowel disease (seriousness criterion hospitalization). On an unknown date, the patient experienced diverticulitis ("diverticulitis"). The patient was hospitalized for 3 days sometime in 2012. At the time of the report, the pelvic pain, genital haemorrhage, back pain, menstrual disorder, adnexa uteri pain, muscle spasms, erythema, arthralgia, fatigue, depression and diverticulitis outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, arthralgia, back pain, depression, erythema, fatigue, genital haemorrhage, inflammatory bowel disease, menstrual disorder, muscle spasms and pelvic pain with essure. The reporter considered diverticulitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hepatic enzyme - in 2015: results: positive. Diagnostic results: ??-???-2015 - ana test - positive quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : following event was added : diverticulitis. Lawyer was added and the case was made potentially significant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report